Event description:
According to the reporter, customer called to report a capsule that failed to attach. There was no harm caused to the patient, a repeat bravo procedure was performed. There was nothing unusual about the patient or procedure which caused the failure to attach. An endoscopy was performed prior to the procedure, and the esophagus appeared normal. Capsule lot# (33457q), capsule ID#( (B)(4)) follow-up questions have been sent out 2/22/2017.

Manufacturer narrative:
One capsule was returned to medtronic for evaluation. The delivery system was not returned for evaluation. The device was visually inspected for external damage. The trocar needle was advanced. There was signs of tissue and blood on the capsule. The capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.